Manufacturer narrative:
The unit was sent to and evaluated by the original equipment manufacturer (OEM). Upon arrival, the unit was reconfigured from 230v to 115v, and 4amp fuses were replaced with 8amp fuses. Initial fa findings of error c-34 were confirmed. The investigation found a malfunctioning high frequency generator printed circuit board (pcb) to be the cause of the failure and once replaced, the error ceased. Unrelated to the reported issue, the front frame was cracked.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis (fa). The integrated electrosurgical unit (iesu) generator was analyzed and the reported failure was confirmed and reproduced. Fa found multiple errors in the logs. The unit was placed on an in-house system and was run in normal mode.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe to resolve the errors. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has requested the site to return the da vinci product involved in this complaint to perform failure analysis. However, isi has not received the product. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted radical cystectomy (with ileal conduit) surgical procedure, the ebre generator was displaying errors m-11 and c-34. The intuitive surgical, inc. (Isi) technical support engineer (tse) suggested the customer to reboot the erbe and reseat the connection at the rear side of the generator, but the issue remained. The bipolar energy was working, but the monopolar was having issues. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer completed the surgery with the bipolar only as monopolar was having intermittent issues. The procedure was completed robotically with the original configuration. The procedure was completed with the same electricosurgical generator unit (esu).